Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue could not be confirmed because it could not be replicated. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that they were having difficulty booting the system before the procedure. They had to reboot the system three times before it would fully boot and was able to be used. No patient was present at the time of the event.